Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.